Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found it to be fully clip deployed. The vessel locator wings were bent, preventing them from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset could interfere with the clip deployment as reported. Also, bent locator wings would result in difficult device removal; however, this was not reported. Inspection of the returned device revealed that the access ports were utilized to facilitate the device removal as instructed in the instructions for use. The sheath was fully slit, but the distal end was shredded and there was a piece of torn sheath embedded within the tubeset. The garage leaves were vertically folded upward, consistent with post-procedure manipulation. Based on the investigation findings, the probable cause for the bent locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip deployment and device removal. The probable cause for torn sheath is tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the garage leaves to become disrupted and shred the sheath while advancing the thumb advancer as observed. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a physician in training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the clip was deployed, it was thought the clip did not completely grab the artery wall as a hematoma started to develop. The area was massaged and manual compression was applied. The hematoma resolved. There was no adverse patient sequela. Though requested, no additional information was provided.